Event description:
It was reported that during a surgical procedure at the user facility, the device had a white/gray deposit. The procedure was completed successfully, no medical intervention, and no adverse consequences reported.